Event description:
It was reported the patient's pump had more volume than expected with a discrepancy of greater than 25%. The estimated residual volume was 5.3 ml and the actual residual volume was 11.4 ml. The drug in the pump was morphine at a concentration of 25 mg/ml and a dose of 14.508 mg/day. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.